Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 20) occurred during the load sequence. Blood glucose level was 110 mg/dl. Reportedly, customer will continue using pump for insulin therapy.